Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device handling problem.

Event description:
The patient's, representative reported, "2017 correction op bds" and "augmentation bds 2016 + revision". The device was "revised". And the same device was re-implanted. This record is regarding the left side.

Event description:
The patient's representative reported "2017 correction op bds" and "augmentation bds 2016 + revision". The device was "revised" and the same device was re-implanted. This record is regarding the left side.